Event description:
The device was reported to be non-responsive, (no telemetry) during attempt to save device memory data to a disk, prior to implant. The unopened device was returned and subsequently tested out of specification during manufacturer's analysis.